Manufacturer narrative:
Following a review of the device history record for 06b05-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increase the chances of wound infection.

Event description:
The surgeon repaired a large ventral hernia with two large sheets of permacol. Following the repair, the surgeon opened the skin at the incision site because the obvious infection and drainage and found that the permacol had locally broken down / dissolved in many areas. He removed most of the permacol and found pus and granulated bowel.